Event description:
It was reported to boston scientific corporation that a spy ds controller was used during a spyglass procedure performed in the common bile duct on (B)(6) 2022. During the procedure, there was no image appeared on the screen after spyglass connection. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spy ds controller was used during a spyglass procedure performed in the common bile duct on (B)(6) 2022. During the procedure, there was no image appeared on the screen after spyglass connection. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that the blue staining top and bottom covers and front panel. Fluid ingress has caused damage to the light engine light-emitting diode (led). Light engine requires replacement, and the controller requires a rebuild. Per the evaluation conducted by enercon technologies, the reported event was confirmed. Based on all gathered information, the problems are traced to improper routine or preventative maintenance. Therefore, the conclusion code selected for this event is cause traced to maintenance. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.